Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that during the index procedure, the limb implanted in the left side was implanted 2 - 2.5 cm above the endurant ii main body bifurcation. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up were not available for review. Review of a 3d/CT film report from ~6 years post-implant revealed that the current aaa diameter measured 87mm. The bifurcate was positioned just below the lowest left renal artery, and there was contrast seen outside the proximal stent graft due to incomplete radial opposition to the aorta; however, unable to determine if contrast from a proximal type I endoleak was within the sac. The proximal neck was short, conical-shaped and angulated. The neck diameter ranged from 29 ¿ 34mm along the 10mm length neck, and the infrarenal angulation measured ~60 deg a-p. The bifurcate ipsi limb on the left side was positioned down into the right common iliac artery. The contra limb appeared to have been implanted higher then normal into the gate; the proximal end of the contra limb was positioned 33mm below the left renal (~20mm above the flow divider). The cause of implanting the contra limb high into the aortic body could not be determined from the films provided. Films during implant were not available. It is possible that this was a user issue. If information is provided in the future, a supplemental report will be issued.